Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: toupet fundoplication. The rep was present for the case. Surgeon was using 2 graspers during the case. Towards the end of the case the surgeon was getting a ray-tec sponge when the hinge came off the jaws. The jaws are intact and nothing separated or broke off. They used the c4130 grasper that had been opened to complete the case. There was no patient injury. There are no photos available. The device is available to be returned. Patient status: no patient injury. Type of intervention: used the other grasper being used to complete the case.

Event description:
Name of procedure: toupet fundoplication. The rep was present for the case. Surgeon was using 2 graspers during the case. Towards the end of the case the surgeon was getting a ray-tec sponge when the hinge came off the jaws. The jaws are intact and nothing separated or broke off. They used the c4130 grasper that had been opened to complete the case. There was no patient injury. There are no photos available. The device is available to be returned. Patient status: no patient injury. Type of intervention: used the other grasper being used to complete the case.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, the complainant's experience of a broken hinge could not be confirmed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.